Manufacturer narrative:
The delivery system and stent performed as anticipated with no reported malfunctions. Review of the case by the medical monitor and investigator found that the minima stent was likely not related to the adverse event.

Event description:
The minima stent was reported in a severe adverse event during patient participation in the minima post-approval study (B)(6). A 6mm minima stent was used to treat an aortic coarctation on (B)(6) 2026. The stent placement relieved the pressure gradient, and angiogram confirmed a successful result. On (B)(6) 2026, the patient became bradycardic and was placed on ECMO following 45 minutes of CPR without return of spontaneous circulation. On (B)(6) 2026, imaging revealed ischemic stroke, the patient was discontinued from ECMO support and pronounced deceased. No device was returned for evaluation.